Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned drill matched the report. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. Appearance of the breakage surface as well as the course of the breakage line suggests that the drill broke in a forced (brittle) fracture. The extent of damage being observed on the cutting edges suggests contact of the device to hard (metal) objects. A review of the inspection records, dimensions and a hardness test revealed no discrepancies, and as the device had been in use for more than six years we pre-suppose that it had fulfilled its task in former surgeries as intended. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling. No new non-conformity was identified.

Event description:
During t2 scn surgery, the surgeon drilled the proximal screw hole of the nail. However, the drill bit contacted the nail. When the returned instrument was checked in the distribution center, it was found to be broken.

Event description:
During t2 scn surgery, the surgeon drilled the proximal screw hole of the nail. However, the drill bit contacted the nail. When the returned instrument was checked in the distribution center, it was found to be broken.